Event description:
The technician alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found fluid had been spilled in the side rail latch assembly. The technician cleaned the side rail latch to resolve the issue.